Event description:
It was initially reported to boston scientific corporation that a flexima biliary stent device was used during a bile duct drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when it was attempted to release the stent, strong resistance was met while withdrawing the guide "inner" catheter. Reportedly the guide "inner" catheter became stretched, and the stent could not be released. No other other device damage or anomaly was noted, and no issues were noted to the suture. The procedure was completed with another flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; guide catheter broken.

Manufacturer narrative:
The investigation findings of catheter break. A visual examination of the returned device found the stent undamaged and loaded on the delivery system via suture. No damages were noticed on the suture, however the proximal end of push catheter was found kinked. The touhy borst component was found detached/separated from proximal hub of push catheter, and was not returned for evaluation. The guide catheter assembly was found stretched and broken close to proximal end. The distal end of guide catheter kinked near the distal tip. A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.